Event description:
A customer reported the light ports one and two were out during a vitrectomy procedure. The lower port on the unit was used to complete the case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 9, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a connection issue between the illuminator module and the lamp. (B)(4).